Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2012; c4tr01 crt-p, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The rv lead was reprogrammed and remains in use. It was also noted the a previously turned off left ventricular (lv) lead was activated. The lv exhibited out of range and undefined impedance and high threshold. The lv lead was capped. No patient complications have been reported as a result of this event.